Manufacturer narrative:
A partial lead with the connector pin measuring 20.5cm was returned for analysis. External insulation abrasion was noted at 16.9-17.1cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was intact at this location. External insulation abrasion was noted at 17.7-20.4cm from the connector pin, consistent with lead friction to the ICD can. The sensing conductor etfe coating was abraded, separated, and damaged at this location.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead was capped due to externalized conductors. The patient condition was in stable condition during and after the procedure.